Event description:
Additional information indicated that it was not radioactive lead. The radioactivity occurred in (B)(6) 2016. The steps taken to resolve the issue was that patient showed the operator two books she had from the manufacturer. They had her checking in another detector to resolve the problem. Patient stated the event was not resolved to her satisfaction. The machine operator gave her the name of ***[illegible] **generic and she forgot which one.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0p6st, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins). It was reported that in (B)(6) 2015, the patient went through a security scanner leaving a cruise ship and the scanner went off. She stated her device was off and reported no therapy issues. The patient further stated that ¿it was leaking radiated lead¿. When asked if she was told that and she stated no, that was just what she thought it was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.